Event description:
It was reported that this right atrial (ra) lead exhibited noise. (B)(6) technical services (ts) discussed that diagnostics looked okay and that the paced events outweigh the sensed events. The device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).